Event description:
It was reported that there was an issue with ff805r - love-gruenwald rongeurstr3x10mm180mm. According to the complaint description, during the surgery, the tip of the product broke off and fell in situ. This led to an extension of the procedure by 2 hours. Additional x-rays were taken to ensure that the broken piece was retrieved. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/correction. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: it was found that the upper, movable jaw was broken off and the remaining lower jaw showed considerable damage in the form of pressure points. Examination of the fracture surface revealed a fracture pattern of a forced fracture with no material damage such as inclusions or cavities. The hardness test resulted in a value of 491 hardness according to vickers (hv)5, which is within the specification of 420 +110 hv5. The broken jaw, which could possibly have further important information on the deviation, was not available for examination. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the product found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The customer complaint can be confirmed. There are no hints regarding a material, manufacturing, or design-related failure./ problem. Notes from the (electronic instructions for use) eifu ta011658 2020-10 v6 change no. 62252 on this: damage or destruction of the jaws due to overload! - only use rongeurs as intended (i.e. Ablation of soft tissue). - do not cut or lever out bones or adjacent bone structures. - avoid overloading the jaws by tearing off or holding and levering tissue or by lateral loading through twisting, lateral strain due to twisting. - do not use rongeurs with blunt cutting edges, send them in for repair. - do not remove more fabric than will fit into the openings of the jaws. Based upon the investigation results, a CAPA is not required.